Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the wig-wag brake assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the wig-wag brake on the 9900 system is loose. This condition was observed during system install. There was no patient involvement.